Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Most cases of peritonitis are caused by a breach in aseptic technique by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the patient¿s peritonitis can be attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
During follow up for a separate issue, it was reported that this patient on peritoneal dialysis (pd) was seen on the outpatient pd clinic and initiated on antibiotic therapy for diagnosis of peritonitis. There were no reported allegations that the event was related to an issue with fresenius products. In an additional call, the patient¿s pd nurse confirmed the patient was experiencing symptoms of cloudy pd effluent with observable fibrin with report of draining complication during pd treatment. The patient had a pd culture obtained (in the outpatient pd clinic on (B)(6) 2022) which generated growth of gram positive cocci (bacteria not specified). The patient was treated with intra-peritoneal (ip) ceftazidime (dose not provided). Moreover, the patient is utilizing heparin (per standing orders) for treatment of the reported fibrin. Per the nurse, the patient continues pd treatments with the same cycler without any adverse effects. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. In addition was review the user guide p/n: 480145 and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow up for a separate issue, it was reported that this patient on peritoneal dialysis (pd) was seen on the outpatient pd clinic and initiated on antibiotic therapy for diagnosis of peritonitis. There were no reported allegations that the event was related to an issue with fresenius products. In an additional call, the patient¿s pd nurse confirmed the patient was experiencing symptoms of cloudy pd effluent with observable fibrin with report of draining complication during pd treatment. The patient had a pd culture obtained (in the outpatient pd clinic on (B)(6) 2022) which generated growth of gram positive cocci (bacteria not specified). The patient was treated with intra-peritoneal (ip) ceftazidime (dose not provided). Moreover, the patient is utilizing heparin (per standing orders) for treatment of the reported fibrin. Per the nurse, the patient continues pd treatments with the same cycler without any adverse effects. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange.